Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that prior to the repair time the patient had some wearing of the driveline and had a majority of the external driveline covered in rescue tape. There was no recent trauma. The patient was not symptomatic during these events. X-ray was performed. A driveline repair was completed on 17oct2023 and the alarms resolved after the repair. The patient was undergoing transplant evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced portion of the driveline confirmed external wire damage that could have contributed to the reported alarms and low speed events captured in the submitted log file. Additionally, cosmetic damage to the silicone jacket was confirmed; however, a specific cause for the observed damage could not be conclusively determined. A distal-end driveline replacement was performed on (B)(6) 2023 and approximately 20¿¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted in the condition that it was received, and all wires were found to be electrically intact. Layers of tape were observed approximately 1.5¿¿ ¿ 15.5¿¿ from the controller connector. Upon removal of the tape, damage to the silicone jacket was observed. The silicone jacket, bionate and metal braided shield layers were carefully removed to evaluate the underlying wires. Visual inspection of the driveline wires revealed a breach in the insulation of the yellow wire approximately 2.5¿¿ from the controller connector. The observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Visual inspection of the remaining wire portions revealed no obvious signs of damage to the wire insulations or the underlying conductors. The driveline was then submerged in a saline solution for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the yellow wire contacted the metal braided shield while operating on a tethered power source, such as the power module (pm) or the mobile power unit (mpu), with a grounded patient cable, the resulting short to ground could have resulted in the alarms and low speed events confirmed through the submitted log file. It was reported that the patient was asymptomatic during the events and the alarms resolved following the driveline replacement. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C and the heartmate ii patient handbook rev. C are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had power disconnect, low flow, speed drops alarms while using mobile power unit (mpu) at home. The log captured multiple low speed advisory, low speed hazard and low flow alarms on (B)(6). This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while connected to the power module. There were no further alarms when the patient was connected to the batteries. Driveline repair was done on (B)(6)2023. Approximately 3.5 inches was spliced from the exit site. The repair was done without any alarms. The patient will be on ungrounded cable until the analysis is complete.